Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the audio failed. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips received a complaint on the efficia cm100 indicating that an audio failed. The device was not in use at the time of the event. No adverse event occurred. A philips remote service engineer (rse) spoke to the customer and confirmed audio failed. The rse determined that the speaker assembly needed to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty loudspeaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue.